Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient died. The device was explanted and is returned for analysis and to evaluate if the subject ICD operated as specified during the arrhythmia rhythms.